Event description:
It was reported that a patient death occurred. It was reported via social media that the patient had the watchman procedure and the patient had internal bleeding. The patient experienced a cerebral vascular accident which resulted in a patient death.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient had the watchman procedure and the patient had internal bleeding. The patient experienced a cerebral vascular accident which resulted in a patient death.